Event description:
It was reported that the ilet touchscreen became unresponsive and the device did not vibrate on wake/lock, with the user unable to swipe to unlock; removal of the screen protector revealed a cracked screen, and the device component implicated was the touchscreen with a device problem of fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence of a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.

Manufacturer narrative:
Initial.